Event description:
In 2009, the pt was implanted with gore excluder aaa endoprostheses to treat a common iliac artery aneurysm. After deploying the trunk ipsilateral leg component, an 18fr gore introducer sheath was advanced. The sheath pushed the device approximately 3 cm proximally, unintentionally covering the superior mesenteric and renal arteries. The physician inserted a snare and pulled the device down, then implanted a bare metal stent (type unk) into the pt's lowest renal artery. At the conclusion of the procedure, both renal arteries were patent, no endoleaks were identified, and the pt was doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.